Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the right ventricular (rv) lead had high thresholds despite multiple placement site attempts. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.